Event description:
The display on the device handle starts bright and clear and then gets dull. If you move the monitor screen back and forth it will flicker and sometimes goes out completely. Once it goes out it does not come back on. They tried two different batteries and had the same issue. Both batteries are the older round lot style. One has over 200 minutes remaining the other they had not used before. The issue was found with a patient originally. They used a manual tool to intubate the patient. No adverse patient affect reported.